Event description:
Physician reported a left side rupture diagnosed by CT scan. Device has been explanted and replaced.

Manufacturer narrative:
Cont. First name, last name :(B)(6); (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device photo analysis: visual analysis of the photographs identified .through the photos provided, it is not possible to determine the lot number and catalog broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior, striated broken on posterior, missing shell and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. A striated broken on posterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Physician reported a left side rupture diagnosed by CT scan. Device has been explanted and replaced.